Manufacturer narrative:
User facility personnel could not confirm if the employee was wearing proper ppe during the time of the reported event. A steris service technician inspected the system 1e and found the unit to be operating properly. No issues were noted with the function or operation; the technician was unable to duplicate the reported event. The technician returned the system 1e to service and no additional issues have been reported.

Event description:
The user facility reported that following a completed cycle, an employee opened the lid to their system 1e, and liquid "splashed" onto their face. The employee sought and received medical treatment.